Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a breast augmentation with mentor memorygel breast implants 450cc and experienced baker grade iii capsular contraction on the right side and baker grade ii capsular contraction on the left side operational. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 450cc, catalog number 3504504bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the left side.